Manufacturer narrative:
Diasorin (B)(4) received a complaint from a customer stating that one of the api survey samples, tested with liaison sars-cov-2 s1/s2 igg assay, resulted negative instead of giving the expected positive result. Sample (B)(6) was targeted to be low positive for sars-cov-2 igg. Sample was retested and resulted positive, but close to the cut-off (15.0). The eqas report shows that other methods graded this sample both negative and positive. Since the sample (B)(6) showed results close to the cut-off (15 au/ml), the incorrect result reported by the customer could be related to the different sensitivity of the method depending also on how many days from diagnosis the sample was collected. As reported in the eqas report, diagnosis of sars-cov-2 infection should not be established on the basis of a single test result, but should be determined in conjunction with clinical findings, patient history, and always in association with medical judgment. The complaint was considered confirmed. Internal release data were reviewed for the liaison sars-cov-2 s1/s2 igg assay and consistent results were observed among all lots. Release batch sheet and nc database were reviewed without highlighting anomalies. No clear root cause could be identified, but the issue could be related to the specific tested sample. Claimed product performances of the involved kit, reported in the instruction for use, are maintained and no trend in performance was observed up to date

Event description:
In light of the covid-19 pandemic and the subsequent authorizations (euas) for sars-cov-2 diagnostics tests and per the conditions of the emergency use authorization, suspected false negatives, false positives and significant changes in expected performance characteristics will be reported under 21 cfr 803. The alleged false test results in this event have not caused patient injury or death; however, this event is being reported conservatively because if the alleged malfunction were to recur there is a non-remote potential for serious injury or death. Diasorin (B)(4) received a complaint from a customer stating that a sample tested with liaison sars-cov-2 s1/s2 igg assay resulted negative, instead of giving the expected positive result.